Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the contact reported that the customer's blood glucose level was not impacted by the reported event. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge with insulin. Reportedly, the cartridges were filled with 150 units of insulin. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer has manual injections available as alternate insulin therapy.